Event description:
Infections on 3 patients. Patient 1, surgery date was 2008; right shoulder arthroscopic acromioplasty debridement. Update: lot number provided on 2/19/09, on questionnaire. Infection not attributed to pump, but cellulitis was attributed to pump.

Manufacturer narrative:
The information contained herein is based on the information provided by the initial reporter. The device is not available for evaluation and investigation. Without the actual sample or details of the incident, a complete analysis cannot be conducted. All I-flow products are sterilized and sealed in appropriate packaging, to be opened only in a sterile environment by individuals trained in sterile procedure. Prior to release, all production lots are subjected to stringent laboratory testing to assure sterility. With the assumption that the device was properly handled by the clinical personnel associated with the surgery, the device was introduced to the surgical site in a sterile condition. Any infection complication following thereafter is most likely due to other postoperative factors. If additional information that is pertinent to this event becomes available, I-flow will submit a follow-up report.